Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in fill two of treatment. Upon removing the tubing set from the cycler, fluid was noticed behind the cassette door to the cycler. The origin of the leak could not be identified. Patient did not receive any antibiotics and had no adverse effects. Sample was available.

Manufacturer narrative:
The device was returned to the MFR for physical evaluation and complaint is unconfirmed; no failures detected. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.